Event description:
Customer reported via phone, the reservoir had air bubbles. Customer's blood glucose was unknown. Customer purged all of the air out of the reservoir. Customer properly stores the insulin to prevent gassing. No leaks were noted and no air bubble in the tubing. Customer was advised to monitor the device. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.